Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the pump to be under-delivering medication is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).

Event description:
It was reported the device failed to deliver all medication. Patient is on a clinical trial and the crc was also notified of the incident. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.